Event description:
The consumer reported via an agent from foundation care that supposedly a device was ¿not working¿. The patient was a spanish speaker and the agent had a hard time making out the words from the voicemail. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. The patient¿s medical history, device, and therapy is unknown.